Event description:
Ng tube couldn't be removed due to resistance and pain. Tube was advanced and pulled through mouth, weighted end was cut off, so balance of tube could be withdrawn. No harm evident.